Event description:
This valve was explanted due to paravalvular leak. According to the information received, the pt presented with symptoms indicative of endocarditis; however, blood cultures and valve cultures were negative. The pt was treated with vanomycin and rifampin. The valve was replaced with sjm 27mecs-602.